Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture, seroma-late, lymphadenopathy and auto-immune disorder" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late, lymphadenopathy and auto-immune disorder.

Event description:
Patient representative reported capsular contracture, baker grade unknown, seroma-late, lymphadenopathy, pruritus, anxiety, skin rashes, asia cause by implants and sleep disturbances. The device has been explanted. This relates to the left side.